Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Device 4 of 4. Reference MFR. Report#: 1627487-2021-00821. Reference MFR. Report#: 1627487-2021-00822. Reference MFR. Report#: 1627487-2021-00823. It was reported the patient experienced ineffective therapy due to the migration of a couple of their leads. In turn, the patient decided to have their scs system explanted.